Event description:
It was reported that one week post implant, the patient alert was triggered due to high pacing impedance. High thresholds were noted as well. Upon lead revision, it was noted that there was a connector issue. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that one week post implant, the patient alert was triggered due to high pacing impedance. High thresholds were noted as well. Upon lead revision, it was noted that there was a connector issue. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) performance data from the device was analyzed and revealed high rv lead impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.